Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the returned products noted that the cannulas and envelope seals appeared intact. The circular seals were cut. A small sample bag with a piece of blue seal was received. Pmv performed functional testing; the devices passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut circular seals may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgery, the upper seal of the device broke off into the cavity. Foreign material similar to the broken piece of the upper seal was retrieved from the cavity but the customer requested confirmation that the foreign material was a part of the upper seal. There was no injury to the patient.